Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported per a call to the patient that the patient's body rejected the implant. The device was explanted and not replaced. No patient complications have been reported as a result of this event.